Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. The pulse generator exhibited back-up vvi operation. It was noted that the patient hadn't had the device interrogated for at least one and a half years. No medical intervention was reported.